Event description:
Related manufacturer report #: 2017865-2023-47322. It was reported that three episodes of ventricular fibrillation (vf) noted to be right ventricular (rv) lead noise were observed on electrocardiogram (ECG). Inappropriate therapy was not delivered due to the noise terminating before shock. The physician also observed a battery performance alert (bpa) with alerts for charge time but no elective replacement indicator (eri) alert. Since the patient's initial implant in 1994 due to a ventricular fibrillation arrest, the patient had no documented ventricular arrhythmias therefore the physician and patient elected to forgo generator and lead replacement. Future attempt at explant was unknown at this time. The physician deactivated tachycardia therapy. The patient was not being monitored remotely. The patient was stable.